Event description:
Plaintiff alleges developing a latex allergy as a result of her exposure to and use of latex gloves. She alleges suffering from conjunctivitis and other allergy symptoms as well as incurring medical expenses as a result of the allergic reactions to latex. She further alleges that the sensitization has caused limitations in her life as to where she can go and what she can do in order to avoid life threatening reactions.